Event description:
Reporter did experience the er1 message but felt she had not put an adequate sample on the teststrip. Upon retesting reporter rec'd a normal blood glucose result. Reviewed proper cleaning and usage of control solution technique.